Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction bolus via the pump, without requiring assistance from a third party. Reportedly, the customer continued to use the pump for insulin therapy.